Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device and the images, the reported deployment failure could be confirmed. A force transmitting component of the grip was found to be broken leading to an unsuccessful stent deployment. The grip was found to be functional. The condition of the returned device indicates the presence of excessive release force. A distal inner catheter joint was found to be broken and separated. Increased friction in the distal catheter section led to excessive release force and subsequent deployment failure. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to friction increase and subsequent release force increase. In this case, the tracking path was tortuous and heavily calcified and the system was difficult to advance to the lesion. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. The breakage of the distal inner catheter joint is considered a consequence of the deployment failure because after breakage of the force transmitting component the tensile support of this component during removal was lost. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a stent placement procedure in the sfa, the deployment mechanism became blocked and the vascular stent could not be released. Another device was used to complete the procedure successfully. No patient injury was reported.